Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Reportedly, that the customer needed to press the wake button multiple times before the pump screen turned on. Customer¿s blood glucose was 271 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.